Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Lot no. And manufacture date not available for this probe at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively and caused no delay to the surgery. It was reported that the tip of the cervical probe was deformed. The surgery was completed with the navigation device and there was no impact on patient outcome.